Event description:
It was reported that a week ago, a patient developed pain and swelling at their incision site that has gotten worse, and they decided to go to the ER to have it checked out. The patient may have a possible infection. The patient said they will be getting a CT scan and will keep their representative updated. The patient said that the ER determined that they had an infection, but only at the surface, and it was not on the device or electrodes. The patient was given some antibiotics and scheduled to see their physician on (B)(6) 2025. The patient saw their physician on (B)(6) 2025, and the appointment went well. The swelling on the patient's back is fluid, and since it's not around the device or leads, the physician is not worried. The patient is doing well with symptoms, and the infection is better, so there is no follow-up at this time. The patient will reach out if anything changes.

Manufacturer narrative:
Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, infection, pain, swelling was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a week ago, a patient developed pain and swelling at their incision site that has gotten worse, and they decided to go to the ER to have it checked out. The patient may have a possible infection. The patient said they will be getting a CT scan and will keep their representative updated. The patient said that the ER determined that they had an infection, but only at the surface, and it was not on the device or electrodes. The patient was given some antibiotics and scheduled to see their physician on (B)(6) 2025. The patient saw their physician on (B)(6) 2025, and the appointment went well. The swelling on the patient's back is fluid, and since it's not around the device or leads, the physician is not worried. The patient is doing well with symptoms, and the infection is better, so there is no follow-up at this time. The patient will reach out if anything changes.